Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The consumer reported seven (7) false negative results with the binaxnow covid-19 ag self test performed on different dates. This MFR. Report addresses test seven (7) of seven (7). The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on unknown date with unknown sample type. In the week prior (date unknown) to the negative result, the consumer tested positive using access bio and roche test with unknown sample type. The consumer reported being symptomatic. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000910212 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-170/ lot 0000910212 and device part number 195-430wjr/ lot 910212. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000910212 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, it could have possibly been related to the specific patient sample.

Event description:
The consumer reported seven (7) false negative results with the binaxnow covid-19 ag self test performed on different dates. This MFR. Report addresses test seven (7) of seven (7). The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on unknown date with unknown sample type. In the week prior (date unknown) to the negative result, the consumer tested positive using access bio and roche test with unknown sample type. The consumer reported being symptomatic. Although requested, no additional information including patient treatment and outcome was provided.